Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level. The customer's continuous glucose monitor displayed "high"; however, a specific value was not provided. A correction bolus was delivered and a supply change was performed to treat the bg. The occlusion issue was resolved by a supply change.